Event description:
Initial complaint customer: capnostat-5 calibration not possible, defective capnostat-5 after going trough error.log & servicelog_engb found a safety ventilation which appeared on (B)(6) 2022. No information about safety ventilation received from customer site after event happened.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, during use, when the device suddenly switched to safety ventilation. Nevertheless, the device was restarted by the operator and used further without checking the device by a certified service technician. In addition, it was detected, that, during this timeframe, sometimes "power off ventilation software" was not logged in the eventlog. Note: the user did not follow the operator's manual and requesting a check by a certified technician to check the device after the device had switched to safety ventilation. The measures listed under correction are the results\incidental findings from the log file analysis. Due to these, the mainboard msp160382 and the esm msp160565 were replaced as a precaution and could not be attributed entirely as root cause. There was no patient or user harm. (In the investigation report a-code 4076 was chosen as well. However, this code is not yet available in the esubmitter.)